Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information, patient identifier one patient, first sample (B)(6), second sample (B)(6).

Event description:
The customer observed a false positive troponin result for one patient while using the architect stat troponin-I assay. The following data was provided. The customer use cutoff 0.05 ng/ml. First sample ((B)(6)) 0.116 ng/ml (positive). Second sample ((B)(6)) drawn 3 hours later <0.010 ng/ml (negative). The patient was admitted to the hospital, however no other treatment information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint trending for reagent lot 87673un16 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 87673un16. An internal troponin-I panel was tested with retained kits of the reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification.